Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter could not be moved when attempting to remove it from the patient. The physician removed the entire system from the patient and was able to remove it in one piece. The procedure was completed with another of the same device. No patient complications were reported.